Manufacturer narrative:
The event occurred in germany while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for strip lot 493619. (B)(4).

Event description:
Reporter stated that customer received the following results on the aviva system within 3 minutes: 355 mg/dl (strip lot 493619) and 161 mg/dl (strip lot 493661). Results were obtained using different strip lots. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.